Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed noise on the right ventricular channel. The patient had told the physician that they were listening to the tv with the help of headphones, and since (B)(6) 2016 the patient had not used the headphones to listen to the tv and no noise was seen. A review of the data disk by boston scientific technical services (ts), noted that the stored electrocardiograms showed ventricular tachycardia episodes that appeared to be noise on the right ventricular electrocardiogram. Ts discussed that the noise is likely a result of electromagnetic interference, and noted that there was no way to tell if there was asystole with the way the electrocardiogram was stored. The patient was not pacemaker dependent but ts confirmed that the patient was paced 60% in the ventricle. No adverse patient effects were reported and the device remains implanted.